Manufacturer narrative:
The lot number for the device is unk; therefore, a review of the device history records could not be conducted. The investigation is currently underway.

Event description:
It was reported that approximately nine months post-implant, angiography demonstrated that the stent was fractured and occlusion within the stent and vessel was identified. Reintervention is planned. There was no report of injury to the pt.